Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead had sustained right ventricular (rv) lead perforation and upon revision, it was found that this rv lead had a slight bend a few centimeters down from the lead tip. The physician performed a surgical intervention, retracted lead and repair of lead perforation was then successfully completed and lead was also repositioned. Additional information from the field representative had indicated that this rv lead had perforated in the apex of the heart. Fluoroscopy was performed and it was found that there was only a slight bend of approximately 5 millimeters (mm) from the distal end of the lead. No additional adverse patient effects were reported.